Event description:
While checking on the status of their new insulin pump, the customer reported that they had been experiencing high blood glucose levels. At the time of the phone call their blood glucose wad 423 mg/dl, which was treated manual injection. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No cosmetic damage was noted.